Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for separates during use with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to separates during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced the integrated holder separating from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: phlebotomy nurse complained about the bd vacutainer set; as the connection needle hub sometimes lose connection upon the insertion of vacutainer inside the holder. It needs extra grip by hand to make sure the connection is intact.